Manufacturer narrative:
E1: first name and last name of initial reporter is unknown h3: product analysis for part # (B)(4) ; lot # 0011268900 visual inspection confirmed the tip of the driver has broken. Optical inspection revealed a fairly flat fracture surface. This type of damage is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was rep orted that over time the tip of the driver that engages with screw shank has been worn away. There was no patient involvement reported. There were no further complications reported regarding the event.